Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the following patient demographic information, if available: weight, bmi at the time of index procedure? What were the diagnosis and indication for the index surgical procedure? Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Was there any intraoperative concurrent use of other products? What is the lot number? What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Where was the surgicel used (on what tissue)? How much surgicel was used during the procedure? Was the surgicel product left in place? Was the excess irrigated and removed? What were current symptoms following the index surgical procedure? Onset date? Has any surgical or medical intervention been performed? What is physician¿s opinion as to the etiology of or contributing factors to this event? Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative fever, chest pain, and pleural effusion? What is the patient¿s current status? What is the users experience w/ surgicel powder and other hemostatic agents?

Event description:
It was reported that a patient underwent a right lobectomy procedure on (B)(6) 2022 and absorbable hemostat was used. The product was used at the dissection site of the tracheal bifurcation, and the operation time was not extended. It seemed like pleural effusion had accumulated on the x-ray, but it was considered that was acceptable and the patient was discharged from the hospital on (B)(6) 2022. On (B)(6) the patient had a fever of 38° c, and also had chest pain: white blood cells 9,170, crp8.7. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: 1. Please provide the following patient demographic information, if available: weight, bmi at the time of index procedure? No further information is available. 2. What were the diagnosis and indication for the index surgical procedure? No further information is available. 3. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. No further information is available. 4. Was there any intraoperative concurrent use of other products? No further information is available. 5. What is the lot number? No further information is available. 6. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? No further information is available. 7. Where was the surgicel used (on what tissue)? The product was used on the dissection site of the tracheal bifurcation. No further information is available. 8. How much surgicel was used during the procedure? No further information is available. 9. Was the surgicel product left in place? Was the excess irrigated and removed? No further information is available. 10. What were current symptoms following the index surgical procedure? Onset date?the patient is hospitalized and has fever and chest pain. 11. Has any surgical or medical intervention been performed? No further information is available. 12. What is physician¿s opinion as to the etiology of or contributing factors to this event?no further information is available. 13. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative fever, chest pain, and pleural effusion? No further information is available. 14. What is the patient¿s current status? The patient is hospitalized. Treatment plan is under consideration. 15. What is the users experience w/ surgicel powder and other hemostatic agents? No further information is available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.